Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ("pain in the arms") in a female patient who had essure (batch no. E25513/ he011pl) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pain in extremity (seriousness criterion medically significant) and visual impairment ("vision disorder"). At the time of the report, the pain in extremity and visual impairment outcome was unknown. The reporter provided no causality assessment for pain in extremity and visual impairment with essure. Batch number: e25513, expiration date: 28-sep-2018, MFR date: 11-sep-2015. Batch number: he011pl, expiration date: 28-jan-2019, MFR date: 15-jan-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report